Event description:
It was reported that bd nexiva single port leaked. The following information was provided by the initial reporter: "the chambers are not flashing with blood but then you pull back on the needle and the unit fills. We have three issues where the blood leaked under the nexiva versus flashing in the chamber". Injuries or adverse event: no on (B)(6) 2024 I do not have exact dates but did provided the lots numbers and can tell you it was the month of may for this complaint and it happens with another lot number on april with multiple boxes but we did not report (we didn't realize it was a catheter issue until we used the majority of aprils's supply).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. Additional occurrences reported with unknown dates and unknown lot number(s).

Manufacturer narrative:
Investigation results: a review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident.

Event description:
No additional information.